Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported remotely. Review of the transmissions revealed that the implantable cardiac monitor exhibited ventricular oversensing of p-waves in episodes that the device binned as atrial fibrillation. The patient was in stable condition.